Event description:
Pt injected with approx 100cc of air instead of contrast media. Previous pt's syringe has not been removed from injection and plunger has been pulled back with approx 100cc air in barrel of syringe. Demonstrated symptoms consistent with reaction. Benedryl given, radiologist discovered air when reviewing films, pt turned to side, placed in trendelburg, 02 administered, monitored, film clear f/u.